Manufacturer narrative:
Insulin pump received with broken reservoir tube lip and broken battery tube threads. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip.

Event description:
It was reported that the insulin pump was damaged. The customer¿s blood glucose level was unknown. Report states that the insulin pump was cracked at the battery compartment. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.